Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. The physician suspected the lead was dislodged. Subsequently, a lead revision was performed and when the physician opened the device pocket the rv lead fell out of the header. The lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. The physician suspected the lead was dislodged. Subsequently, a lead revision was performed and when the physician opened the device pocket the rv lead fell out of the header. The lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.